Event description:
Country of complaint:(B)(6). Complaint description: the tensile strength of the thread is bad.

Manufacturer narrative:
Us agent notification received: (B)(6) 2014. Complaint description: the tensile strength of the thread is bad. Samples received: 1 opened cassette. There are no previous complaints of this code/batch. There are no units in our stock. OEM tested the knot pull tensile strength of the cassette received and the results conform to requirements. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conform to OEM's requirements. Final conclusion: the complaint is corresponding (justified). Actions on product: replace the cassette to the end customer or refund. Corrective/preventive actions: not applicable. No further patient information and/or surgery delay information was provided at the time of this report.